Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified around 0-25% of the shell is missing, flat creases, brown particles on shell, broken shell with a striated edge on the posterior side, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.